Event description:
It was reported that during an unknown procedure, the clips jammed. Another device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Damaged antiback-up, misassembled hoop spring. Evaluation summary: the analysis results of the device found that the instrument was received non-functional. During functional testing, the handle would not return to open position thus the clips could not be fed; the handle was manually assisted to return to the open position and the clips were able to be fed and formed properly. The instrument was disassembled and the hoop spring was found deformed and the antibackup lever teeth worn out. A potential cause of the condition found is misassembling of the hoop spring during manufacturing process. However, it could not be determined what may have caused the condition found. A batch record review was performed and no anomalies were found during the manufacturing process.